Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it is possible that the balloon material was damaged (scratched) during interaction with other devices, and/or lesion calcification, such that the balloon ruptured as no damage was noted during preparation for use. Review of the device history record for this lot did not produce any findings relevant to this investigation. Although, there is no indication of a product quality deficiency, without return of the device, a definitive cause could not be determined for the reported balloon rupture.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the balloon ruptured at an unk pressure. Reportedly, there were no patient effects. No additional event or patient information is available.